Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a potentially false positive generated with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial sample was tested on the cobas® liat® analyzer ((B)(4)) and generated sars-cov-2 positive, flu a and flu b negative. The same sample was repeated on two different cobas® liat® analyzers and generated negative results on all 3 targets. The initial test result was not reported to medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer issue

Manufacturer narrative:
Although no data was provided from the third liat® system. Moreover, review of instrument data provided for liat® systems (sn (B)(4)) confirmed the allegation and concluded that the discrepancies were due to the samples being near the limit of detection (lod) of the assay. No product problem was identified. (B)(4).